Event description:
It was reported that the caller was experiencing issues with incorrect time settings on their device, as well as multiple occlusion events. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in extreme blood glucose levels. Technical support assisted the caller in updating the pump time and advised monitoring for any future discrepancies; the caller understood and acknowledged this advice.